Event description:
Patient presented to the physician with wound dehiscence at the chest incision site, with exposure of the ipg and sensing lead wire. Examination revealed that the sensing lead was beginning to erode through the incision. Physician prescribed antibiotics. Physician brought the patient into the or a week later, repositioned the ipg and sensing lead, ligated a layer of subcutaneous fat over the ipg, re-sutured the components securely, irrigated the pocket with antibiotic solution, and closed the incision.